Event description:
Reporter stated that piston rod of patient's device stuck, and when the patient tried to retract the piston rod and reprime the device, the insulin cartridge cracked and an undetermined amount of insulin spilled into the device. No device error messages were reported. Patient's blood glucose was not affected, and no treatment was received.